Manufacturer narrative:
Additional information received that this patient course was also complicated by episodes of asymptomatic non-sustained ventricular tachycardia, acute respiratory distress, (B)(6) infection, pulmonary edema, worsening congestive heart failure, right ventricular failure, hypertension and medical non-compliance. He was treated with intravenous (IV) hydralazine and lasix; as well as a milrinone infusion. He/she was also treated with integrilin for the suspected pump thrombus with heparin added when the international normalized ratio (inr) dropped to less than 2.5. In addition, during this hospitalization the patient reported pain at the driveline exit site and was diagnosed with bacteremia based on positive blood cultures. The site reported that no pus or drainage was seen from the access site. The sepsis was treated with IV vancomycin and rocephin. The event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that the event was possibly related to the hvad device. Updated labeling: the heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), hypertension, cardiac arrhythmias, device thrombosis, infection/sepsis, respiratory dysfunction, right ventricular failure and worsening heart failure are known potential complications associated with the use of this device and with the progression of cardiac disease. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Updated conclusion: with review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported events. Clinical factors that may have contributed to the reported event include the patient's history of cardiomyopathy, the progression of his/her disease and his/her complex presentation. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log, which revealed a sustained decrease in estimated flow and power consumption as well as multiple low flow alarms. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient arrived at the emergency department with continuous low flow alarms and complaints of shortness of breath, orthopnea, and abdominal symptoms. The site reported that the patient "appeared to be in decompensated heart failure with evidence of vad thrombus (muted wave forms, low flow, high ldh, and muffled vad hum on exam)". The patient was admitted to the cardiovascular intensive care unit (cvicu) and started on a nicardipine and integrilin infusions, and an arterial line with pulmonary artery (pa) catheter placement. The patient reported "feeling better" after first dose of furosemide. He reportedly had missed international normalized ratio (inr) checks from (B)(6) 2015 due to non-compliance. The patient remains hospitalized at this time. Investigation is ongoing.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Correction: date of event, implant date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.